Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose level of 329 mg/dl. The customer reported air bubbles in the tubing, so the customer changed the tubing and delivered a bolus.